Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported tachyarrhythmia, hypotension, and bleeding could not be conclusively determined through this investigation. The submitted system controller log file captured multiple lcd faults and replace controller alarms throughout the log file. These ldc faults and replace controller alarms were addressed under the controller investigation. No other notable alarms were captured and the pump operated above the low speed limit for the duration of the log file. The pump appeared to be operating as intended. The patient was transplanted on (B)(6) 2019 (reference MFR # 2916596-2019-00863). Bleeding and cardiac arrhythmia are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU lists arrhythmia as a potential late postimplant complication. The patient care and management section cautions the user that ¿physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated.¿ the patient care and management section also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that CT showed subscapular bleed spontaneously while on continuous heparin infusion. Patient was stabilized with discontinuation of anticoagulation. No additional information was provided.

Manufacturer narrative:
The approximate age of device: 4 years and 3 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced acute bleeding. Additional information was request, however was not provided.